Event description:
Customer's mother reported high bg's, (133 to 268 mg/dl) for the patient while student was at school. Give a shot to correct then activated a new pod. Cannula was bent when the pod was deactivated.

Manufacturer narrative:
The product will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was no report of an alarm, however, the pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.